Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead was positioned in the target position, however the lv lead dislodged while slitting the sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.